Manufacturer narrative:
Concomitant medical products: stryker sl 10 microcatheter and hyperglide or hyperform balloon catheter. The actual date of the procedure and event could not be obtained. (B)(4). Complaint conclusion: the product was implanted and not available for analysis. In addition, the lot number could not be obtained; therefore, a DHR review could not be performed. Death is a known complication of cerebral coil embolization procedures and is listed in the instructions for use as such; however, it is not possible to determine if the ventriculitis and subsequent death were related to the implanted coil based on the minimal information provided. The event may have been associated with the aneurysm rupture that occurred prior to the coil embolization procedure. Cerebral hemorrhage can lead to hydrocephalus and subsequent ventriculitis. There was no evidence to suggest the event was related to a manufacturing issue; therefore, no corrective actions will be taken at this time. This is an initial/final MDR report.

Event description:
In the literature article (expanding endovascular therapy of very small ruptured aneurysms with the 1.5-mm coil¿ by thanh n. Nguyen, hesham masoud, nicholas tarlov, james holsapple, lawrence s. Chin, alexander m. Norbash, published intervent neurol 2015;4:59¿63, doi: 10.1159/000437275) it was reported that a (B)(6) female patient with a 2mm superior cerebellar artery aneurysm had a single 1.5 x 2cm unspecified micrus coil implanted without report of complication during the index procedure; however, developed ventriculitis 3 weeks post procedural, leading to death. The article reported a retrospective cohort study in which they examined 81 consecutive ruptured very small aneurysm treated with coil embolization between (B)(6) 2007 and (B)(6) 2015. There were 5 patients with 3-mm aneurysms, of which the transverse diameter was = 2 mm in 3 patients. In all 5 patients, a balloon was placed for hemostatic prophylaxis in case of rupture, and a single unknown micrus 1.5-mm coil was inserted for aneurysm treatment without complication. No device specific information (i.e. Catalog/lot number) was provided in the article, and no additional patient/procedure information was provided. No further information could be obtained from the article's author.

Manufacturer narrative:
This MDR is being submitted because the literature article was inadvertently not attached to the previous MDR.